Event description:
It was reported that a user experienced fluctuating blood glucose with an urgent low after evening hyperglycemia while using the ilet and a cd infusion set, with the device showing no malfunction or occlusion alerts and no suspension of insulin. Symptoms included hypoglycemia with a lowest reported value of 40 mg/dl. Outcomes included prolonged time outside of the target range and the need for oral carbohydrate treatment including nutrition bars, crackers, juice, and candies, without professional medical intervention. Investigation included a review of use history and troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that device function appeared normal based on available information. It was concluded that no device malfunction was confirmed, and the event was consistent with hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.